Event description:
The iab was inserted on 6/5/96 in cath lab. The pt was moved to ccu awaiting open heart surgery. The iab cath alarmed and blood was noted in the catheter tubing - balloon pump autofilled. The pump was immediately turned off and dr notified. The iab was removed. Once iab was removed the pt developed chf and b/p decreased and pt became sob and became nauseaous. Another iab was reinserted and the pt's complications dissipated. She was sent to the surgical suite in stable condition.